Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel') and systemic lupus erythematosus ('lupus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) and inflammation ("inflammation"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the allergy to metals, systemic lupus erythematosus and inflammation outcome was unknown. The reporter considered allergy to metals, inflammation and systemic lupus erythematosus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient was performed biopsy on kidney and result were found negative. In 2007, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("lupus"), inflammation ("inflammation"), haematuria ("hematuria"), alopecia ("losses hair/breakage throughout my whole scalp-thinning hair") and malaise ("making me sick"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the allergy to metals, systemic lupus erythematosus, inflammation, haematuria, alopecia and malaise outcome was unknown. The reporter considered allergy to metals, alopecia, haematuria, inflammation, malaise and systemic lupus erythematosus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : reporter added. Event "sick" was added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel') and systemic lupus erythematosus ('lupus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) and inflammation ("inflammation"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the allergy to metals, systemic lupus erythematosus and inflammation outcome was unknown. The reporter considered allergy to metals, inflammation and systemic lupus erythematosus to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel') and systemic lupus erythematosus ('lupus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient was performed biopsy on kidney and result were found negative. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), inflammation ("inflammation") and haematuria ("hematuria "). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the allergy to metals, systemic lupus erythematosus, inflammation and haematuria outcome was unknown. The reporter considered allergy to metals, haematuria, inflammation and systemic lupus erythematosus to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: hematuria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: newly added events- hematuria, reporter was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient was performed biopsy on kidney and result were found negative. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("lupus"), inflammation ("inflammation"), haematuria ("hematuria") and alopecia ("losses hair/breakage throughout my whole scalp"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the allergy to metals, systemic lupus erythematosus, inflammation, haematuria and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, haematuria, inflammation and systemic lupus erythematosus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event was added- losses hair/breakage throughout my whole scalp and reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.